Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose level. Customer's blood glucose level at the time of incident was 400 mg/dl. Customer treated high blood glucose level using insulin pump. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Customer was using auto mode feature at the time of high blood glucose event. Customer was assisted with troubleshooting. Customer reported sensor issues like calibration not accepted and change sensor alert. The insulin pump will not be returned for analysis.